Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hemorrhagic stroke and subsequent heart failure could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number: (B)(6) , and the reported events could not be conclusively established. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists stroke and death as adverse events that may be associated with the use of the hm3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 16oct2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to chronic systolic heart failure. During sedation wean on (B)(6) 2021, the patient was noted to have disproportionate pupillary dilation and was sent for emergency computerized tomography (CT) of the head which demonstrated a large bilateral intraparenchymal bleed that was deemed not survivable with any meaningful recovery. From (B)(6) 2021, patient was transitioned to comfort care. The patient passed away on (B)(6) 2021 due to cardiac arrest from acute on chronic systolic heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.